Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: it was reported from a case study that " 84-year-old patient with symptomatic severe as, comorbidities, and high risk for cardiac surgery. The valvular heart team has recommended tavi implantation. The tavi procedure was performed through a transfemoral approach after arterial puncture and placement of sheaths in both the right and left femoral arteries. After placing the wire in the left ventricle, the aortic valve was predilated with a 24 mm balloon, followed by the implantation of the l-size valve. Unfortunately, the valve migrated to the aortic root when the "delivery" system was pulled out. The valve was extracted using the snare system and a biopsy (forceps) and positioned in the ascending aorta. Then a new valve was placed with the optimal position that was confirmed by aortography. During the closure of the right femoral artery with the manta system inadequate anchoring occurred due to the calcified plaque, which resulted in subocclusion of the artery shown on control angiographically. Therefore, the "cross-over" technique was used to approach the lesion from the left side to perform predilatation and implantation of the stent graft with an optimal final angiographic result ".

Event description:
It was reported that: it was reported from a case study that " 84-year-old patient with symptomatic severe as, comorbidities, and high risk for cardiac surgery. The valvular heart team has recommended tavi implantation. The tavi procedure was performed through a transfemoral approach after arterial puncture and placement of sheaths in both the right and left femoral arteries. After placing the wire in the left ventricle, the aortic valve was predilated with a 24 mm balloon, followed by the implantation of the l-size valve. Unfortunately, the valve migrated to the aortic root when the "delivery" system was pulled out. The valve was extracted using the snare system and a biopsy (forceps) and positioned in the ascending aorta. Then a new valve was placed with the optimal position that was confirmed by aortography. During the closure of the right femoral artery with the manta system inadequate anchoring occurred due to the calcified plaque, which resulted in subocclusion of the artery shown on control angiographically. Therefore, the "cross-over" technique was used to approach the lesion from the left side to perform predilatation and implantation of the stent graft with an optimal final angiographic result ".

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. But the model was confirmed to be 2115ne. The device lot number was not reported for this investigation. Based on the information submitted, following a tavi procedure, an 18f ce manta was planned for closure in the right common femoral artery (cfa). During the initial procedure, while removing the delivery system, the newly placed valve migrated into the ascending aorta. The valve was extracted via snare and a new valve was placed. During the closure of the right femoral artery utilizing a manta closure system, following deployment, an angiogram indicated an occlusion of the artery due to the manta anchor adhering to calcified plaque. Contralateral balloon inflation was applied, and a covered stent was deployed. A follow-up angiogram revealed the optimal results. The physician is unwilling to give any further details, acknowledged the manta device system functioned very well, and does not have any issue with the device. The root cause of the occlusion is due to plaque present in the artery which likely caused the manta implant to not catch on the vessel wall properly during deployment causing a partial blockage in the flow. The following potential adverse events related to the deployment of vascular closure devices have been identified in the instructions for use: failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair; and accidental positioning of some or all the collagens plug within the femoral artery, leading to ischemia or stenosis.